Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: it was reported that the surgery may have been performed with exit pints in the labia.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Source: https://www.svt.se/nyheter/lokalt/vast/sofia-I-konstant-smarta-efter-ingrepp-mot-inkontinens-opererades-I-blygdlapparna.

Event description:
It was reported that a patient underwent a sling procedure in 2016 and mesh was used. The patient suffered abscess, pain, which was treated with medication and eventually removal of implant. The patient has stopped leaking urine. But two years after the procedure, she had large wolf boils that required six antibiotic treatments. The patient was in terrible pain and couldn't wear pants, could not sit or stand in certain positions, did not have sex for two or three years. Back home, the patient brought pieces from the implant that had come out of the wave. Confirmed in the medical record that it says that the wave is located at the surgical section on the left pubic lip. The facility failed to get the wave out. The patient eventually got rid of both implants and abscesses. The incontinence came back, but the patient would much rather take urine than pain. The patient further stated, ¿now in retrospect, I understand that they have never seen the method, that it comes out in the labia." The procedure was not performed according to standard. No further information could be requested.